Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint.

Event description:
The customer called in to report that the insulin pump was exposed to moisture and shut off. Customer put insulin pump in a bag of rice and insulin pump began to work. Customer stated there was moisture under the display. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. Customer's device was replaced and returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer sailing. Customer reported that as a result, display screen went blank and there was moisture under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.